Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone from the device and went to the emergency room (ER). The right ventricular (rv) lead alerted for high/undefined pacing impedance. The lead was found to have high thresholds. It was noted that there was a rise in the pacing impedance and thresholds right after implant. The lead was programmed off and the patient was issued a lifevest. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.